Manufacturer narrative:
(B)(4). The product has been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
Customer reported an etoposide over infusion. The intended programming was 347 ml/hour and the vtbi 510ml. The infusion started at 1315 on (B)(6) 2014 ad the bag was found empty 60 minutes into the infusion instead of the intended 90 minutes. No pt harm or medical intervention was reported. Although requested, no add'l info was provided.